Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The device was removed and a new ipp consisting of a pump, a pair of cylinders and a 100 ml reservoir was implanted . No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The previous ipp was not cycling due to pump was not moving fluid. No information was provided regarding the patient's outcome.